Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Mechanical interaction with blood / hemolysis: the cause of the mechanical interaction with blood / hemolysis was use related due to the pump repositioning noted to resolve the hemolysis. Device in wrong position: the cause of the device in wrong position was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
Device explant date was provided d6b was updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via right axillary/subclavian artery in a 46-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 6 of support, hemolysis was reported in the urine. The pump was repositioned to resolve the hemolysis. The patient remained on support at the time of reporting. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.